Event description:
Complaint description from customer on (B)(6) 2023. "Vat nurse opened package, unlocked device by twisting top, squeezed down and the needle did not deploy. Second nurse stepped in and attempted to deploy needle and got a negative response. They opened another unit, followed the same steps, and successfully deployed needle into patient. There was a one-to-two-minute delay between start and deployment because of this incident. Both nurses have been trained on the device and have successfully used it in the past".